Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire field service went onsite performed initial unit test. Oxygen source not available. Est (extended system test) passed leak test and fail o2 (oxygen) cell calibration fails. As a resolution, replaced o2 (oxygen) cell. Connected vent to oxygen and air source. Performed est and passed. Performed ovp (operation verification procedure) and passed. Unit meets all factory specifications. Unit ready for patient use. Correction: a1:corrected patient identifier.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator has low fio2 (fraction of inspired oxygen) alarms. As of this time, there is no information about patient involvement associated with this reported event.